Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During a routine 45 day follow up transesophageal echocardiography (tee) a non-mobile pedunculated device related thrombus (drt) was noted on the closure device. The physician used dual antiplatelet therapy (dapt) and switched to direct oral anticoagulant (doac). There were no patient complications.